Event description:
The inclose mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l4/l5. The patient experienced left leg pain 2 days after the initial procedure and was seen in the emergency room. Thin section CT imaging appeared to indicated that the mesh was expulsed and potentially impinging on the l5 nerve root. Exploratory surgery was performed by a surgeon other than the implanting surgeon on eight days later, at which time it was noted that the inclose mesh was partially expulsed, with the central latch component contacting the l5 nerve root. It was also noted the original procedure included an inferior l4 facetectomy on the left which may have contributed to segmental instability. After removing the mesh, the surgeon performed a through decompression of the nerve root and stabilized the segment with fusion. The patient continued to experience some weakness and foot drop in the immediate post-op period. Currently, his radicular pain has resolved, but the motor and sensory deficit remain. There was a slight improvement in his motor exam and he is experiencing symptoms that are likely related to reinnervation in the l5 nerve distribution.

Manufacturer narrative:
The device was not returned for evaluation.